Event description:
Reporter stated that a hospital staff member experienced an unintentional needle stick while trying to eject a lancet from the softclix pro lancet device. The complainant had alleged that the ejection feature was not functioning correctly. Reporter did not indicate if any treatment was sought or received following the accidental puncture. The manufacturer requested the return of the suspect product and replacement product was shipped.